Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when clipping the urology vessel on a laparoscopic procedure, there were issues experienced with the loading and firing of the clips, the clips were able to load properly into jaws and were able to fire, however none of the clips were able to form correctly. They used the competitors product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photo and two devices. The photo depicts a scissored clip applied to test media. The first and second instruments were received fully applied. Microscopic evaluation of the first instrument noted the jaws were misaligned. Functionally, the empty cartridges precludes firing evaluation; however, the interlocks were engaged and properly prevented the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the misaligned jaws and scissored clip conditions may occur if the distal end of the device is subjected to excessive manipulation during application of the instrument. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.